Manufacturer narrative:
The user reported that the switch sparked. Upon further investigation we found that the cord had been severed by an external source. Our investigation shows the sparking occurred as the cord was severed. Based on the overall condition of the pad, we concluded that the heating pad was not used in accordance with our instructions.

Event description:
Consumer called reporting that the pad caught fire by the switch about an inch from the pad.